Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported having difficulty recharging. The patient reported that they have had "major problems" with charging his stimulator with the controller because they continue to see poor recharge quality (screen 76) when charging the stimulator. The patient stated that the hcp and mdt rep said previously it could have been due to swelling from the surgery but they do not have swelling anymore. A replacement recharger was requested. And if the charger replacement does not resolve the issue; the patient was directed to follow up with the hcp to check stimulator/implant site. No patient complications have been reported because of this event. Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. The rep indicated that beginning sometime in 2018 the patient¿s implant was moving in too deep which was causing recharging issues. The patient was going to have a pocket revision on (B)(6) 2018 due to this. No further complications were reported/are anticipated. Additional information from a manufacture representative (rep) on (B)(4) 2018. The rep stated the aware date of the ins moving deeper which caused charging issues was 2018-august-28. When asked if the cause of implant moving too deep was determined, the rep stated patient fell down their stairs at home. The patient¿s weight at the time of the event was unknown. It was noted they were waiting to do pocket revision/it has not yet been "schedule". The provided information was been confirmed with physician. Additional information was received from the rep on (B)(4) 2018. The rep confirmed their awareness of the ins moving during the appointment on (B)(6) 2018. The rep also noted that they were not made aware of the patient¿s fall until (B)(4) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-31. The rep indicated that the patient is scheduled for a pocket revision on 2018-(B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that after the patient fell on (B)(6) 2018, impedances were checked and the difficulty charging had continued. The pocket revision previously reported to be planned to occur on (B)(6) 2018 occurred on (B)(6) 2018. The issue was reported to be resolved.